Event description:
Ten months after treatment with a cypher stent, the patient had chest pain and a non-st elevation myocardial infarction. This patient presented to cath with positive functional study for ischemia/silent ischemia and 35% lv ejection fraction. Four-vessel disease was also found. Percutaneous coronary intervention was performed on an 80% bypass svg lesion in the posterolateral segmental artery of 12mm in length in a 4.5mm vessel diameter. Direct stenting was performed with a 3.5x18mm cypher stent. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. There were no procedural complications and the patient was discharged three days later. Approximately ten months later, the patient complained of chest pain and had non-st elevation myocardial infaraction. Serum markers were also elevated. The relation to the device procedure was unknown. Additional information regarding this event has been requested but has not been forthcoming.